Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system and an additional ovation ix iliac limb bilaterally on (B)(6) 2024. It was reported on 15 january 2024 that the patient had a ruptured aneurysm. The computed tomography identified that the left ovation ix iliac limb had retracted up into the aorta and there was a possible type ib endoleak. The patient was air-lifted to an unknown hospital from the implant hospital on 16 january 2024. Reportedly, unknown treatment was performed, and the patient was fixed. The last patient status was recovering.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm rupture, left limb implant migration, type ib endoleak of the left common iliac artery and additional endovascular procedure (non endologix) complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The juxtarenal angle was 85.4° (should be <60°). It is unclear if this contributed to the reported events. The right common iliac artery maximum diameter was 28.1mm (should be 8-25mm). This unlikely contributed to the reported event. The final patient status was reported as recovering. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.